Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump button were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had crack in casing at corner of screen, had to rewind multiple times to finish process, random unexplained no delivery alerts,. The insulin pump will not be returned for analysis.